Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It has been reported that the plate has broken when they wanted to shape it.

Manufacturer narrative:
Device was not received. The reported event that the ¿l-buttress plate left holes 4/2 length 83mm for screws ø4.5/6.5mm¿ broke when they tried to shape it, could be confirmed, from the provided photo. The visual inspection revealed that the plate has a crack next to one of the holes, but it¿s not actually broken in half. Also, the shape of the plate is quite altered comparing to a brand new, of the same catalog, meaning that the curves are more evident. This alteration is a result of contouring. As per IFU (v15013) ¿contouring or bending of an implant should be avoided where possible, because it may reduce its fatigue strength and can cause failure under load. If contouring is necessary, allowed by design or prescribed by stryker, the physician should avoid sharp bends, reverse bends or bending the device at a screw hole.¿ however, the center point of the crack is right next to a hole. According to the breakage area and the visible deformations the user performed a bending in a screw hole, which should clearly be avoided. Therefore, a user mishandling caused the cracking of the plate. Please pay attention to the relevant IFU (v15013) and ¿ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. Please remember that product systems may be subject to alterations that affect the compatibility of the implant with other implants or with instruments.¿ based on the investigation, the root cause was attributed to a user related issue. The failure was caused by excessive bending of the plate, while trying to shape it to fit the bone structure of the patient. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. Device was not returned.

Event description:
It has been reported that the plate has broken when they wanted to shape it.